Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analysis was performed and no anomalies were found. It was noted the returned device indicated a missing setscrew. (B)(4).

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) was missing a setscrew in the header after being removed from the packaging. The ipg was not implanted and replaced. No patient complications have been reported as a result of this event.